Event description:
As reported to coloplast though not verified, the patient experienced skin reaction after using a tape. The patient consulted a dermatologist who wishes to verify whether the tape is the root cause of the skin reaction via patch test.

Manufacturer narrative:
Coloplast has not been provided any corroborating medical evidence to verify this report. Requests for additional information surrounding this event have been made; however, to date neither the device nor the information has been received. Without the benefit of the requested information, coloplast cannot comment on the events surrounding this incident.